Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: :product ID 3889-28, lot# v467820, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type lead; product ID 3057, serial# unknown product type screening. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient bandage was covered in blood around where leads are placed. On (B)(6) 2018 patient reported that the device was not working and that they did not see any improvement. And on (B)(6) 2018 patient indicated that it was difficult for them for void. No further complications were noted or anticipated.